Event description:
Information was received that the trach care catheter came apart before using. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.